Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 205017/296068.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead placement. It was also noted that the patients ipg was not holding a charge. The patient underwent a revision procedure, wherein the ipg and leads were replaced. The patient was doing well postoperatively. All explanted device components were discarded by the medical facility and will not be returned.